Event description:
Reporter indicated that her vns therapy pulse generator migrated back in 2007, and had caused her pain. She reported that she subsequently underwent revision surgery but that the surgeon "would not move her device to her chest area as she requested." She then reported that the device was still in the same position and she would like to find a surgeon that would move the device as she wanted. Good faith attempts for further info are currently being made.